Event description:
I had the essure implanted in (B)(6) 2011. After I received essure I have had serious problems ever since. I've been to the doctor to rule out all other things and it keeps coming back to essure. I have back pain, hip pain, lots of uti's, anxiety, cysts, metallic smell, urgency to pee, body aches, joint pain, breast pain, cramps all month long, extra discharge, fatigue, migraines or headaches every single day, my cycle is different 8-9 days long night sweats tender spots all over body. Now I'm becoming allergic to soaps and some foods.